Event description:
It was reported that this pacemaker was part of a system revision due to pocket erosion. A blood culture was performed and the results suggested there was no bloodstream infection. There were no additional adverse patient effects reported. This pacemaker was explanted.